Manufacturer narrative:
(B)(4). Attempts have been made and additional information on the reported event is unavailable at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03627, 0001822565-2018-03628.

Event description:
It was reported that the patient was experiencing aseptic loosening post total knee arthroplasty and underwent a first stage knee revision due to infection approximately four years post implantation. It was noted that the polyethylene bearing showed signs of wear and pitting. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).. Concomitant medical products- femoral size g, lt part # 00596401751, lot # 62254530, lps-flex articular surface gh 7-10, 10mm part # 00596405010, lot # 6241557, all-poly patella, 38mm x 9.5mm part# 00597206538, lot# 62413073, refobacin bone cement r part # 3003940002 lot # 235bae2108. Report source foreign - (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. No devices were received; therefore, the condition of the components is unknown. Surgical notes were not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2019-00257.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2019-00257. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.